Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. If remedial action initiated: notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
Prior to a patient procedure, a bridge balloon was attempted to load prophylactically onto the guide wire. The device would not go over the wire. The patient procedure was successfully completed with no reported patient harm.